Manufacturer narrative:
Correction- section g2: checked "foreign" as it was missing in the initial report (2017865-2025-87255).

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) had failed to sense. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned with the helix noted retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.